Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on anterior, and crease flat. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported a patient experienced the events of ¿right side baker grade IV capsular contracture with implant malposition¿, ¿labial hypertrophy¿, and ¿clitoral hood hypertrophy¿. Device has been explanted

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted.